Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported by the sales rep that during an unknown procedure, the suture was broken. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty cannula and a pds suture piece were received for analysis that pertain to product code ez10g. Upon initial inspection of the returned sample, it was noted that the suture was attached to the plug cannula. The suture was examined and marks near to the end were found. The end was observed to be cut probably by a surgical instrument. The product code ez10 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained via: - please provide lot number - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections? The device has been received at sukagawa and will be shipped. Please check rmao. The tracking number is (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.